Manufacturer narrative:
Concomitant products: product ID 37612, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37612, serial # (B)(4), implanted: (B)(6) 2014-, product type implantable neurostimulator; product ID 3387, lot # unknown, implanted: (B)(6) 2014, product type lead; product ID 3387, lot # unknown, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_ext, lot # unknown, implanted: (B)(6) 2014, product type extension; product ID neu_unknown_ext, lot # unknown, implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
A healthcare professional of a clinical study for dystonia reported that the patient had development of schizophrenia after general anesthesia for deep brain stimulator implant on (B)(6) 2014. A long time had passed since establishment of the deep brain stimulator. It may be unrelated and patient factors were unknown. The event had required the patient to be hospitalized or to stay longer for treatment. The patient was recovering. It was unknown if it was related to the stimulation, lead or other. The patient had required consultation with other department. Patient had concomitant therapy of rivotril and artane.